Event description:
Customer reports obtaining results of 263mg/dl and 72mg/dl within 10 mins on the same device. Customer reports drinking a shake in response to the 72mg/dl result. No adverse event reported. No qcs were used. Requested return of suspect device and replacement was sent.